Event description:
The customer reported that the system was not x-raying. No pt injury was reported.

Manufacturer narrative:
(B)(4). The ge service rep replaced the f7 fuse. The system operates as intended.